Manufacturer narrative:
Results: the returned neuron max was kinked at approximately 3.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink near the hub. If the device is forcefully mishandled during removal from the packaging, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the physician found that the neuron max had become kinked at the proximal section after cleaning. Therefore, the neuron max was not used in the procedure. The procedure was completed using another neuron max.